Event description:
While the ventilator was connected to a pt, the nurse reported that when the ventilator failed, the ventilator screen went black, the nurse immediately bagged the pt and the ventilator was removed from service. The nurse indicated that the ventilator did not audibly alarm when it failed. No pt injury resulted.

Manufacturer narrative:
While performing the on-site investigation and switching on the affected device first time a continuous alarm was generated; the power loss alarm. The further investigation revealed two blown fuses of the power supply. After replacement of the power supply the device has been checked and performed according specification, also the alarm functions were tested and found to be acc spec. MFR's conclusion: in case of power supply failure a power loss alarm will be generated and the airway system will be opened to allow spontaneous breathing. It must be concluded that also during the reported event the power loss alarm was generated but not noticed by the nursing staff. The affected device was repaired and placed back into service.